Event description:
It was reported that the procedure was to treat a lesion in the left superficial femoral artery with mild calcification. The patient had a previous omnilink elite stent placed in the left common iliac, at the bifurcation. While advancing the 7 x 40 mm absolute pro over the bifurcation, resistance was noted; therefore, the device was removed. During removal, resistance was noted again, and the stent opened and came out of the retractable sheath. The resistance was thought to be with the previously implanted stent. It was noted that the absolute pro device was not unlocked and the wheel was not turned for deployment. The stent was placed in the right common iliac; however, the tip of the shaft separated circular, and was snared. A 6 x 60 mm absolute pro stent was used to treat the target lesion successfully; however, a clinically significant delay in the procedure was noted due to the need to snare the tip of the shaft. No additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: terumo 0.035, sheath: cordis, 7 fr 11 cm, stent: omnilink elite. Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. The failure to advance, difficult to remove, and premature deployment could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.